Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. Review of the logs found that the imaging system sent a "heart beat" signal that was not responded to by the navigation system in the operating room (or), resulting in the failed transfer. The software investigation concluded that the software of the imaging system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The log investigation concluded the alerted the user that system lost connection to navigation and the next image will be non-navigated. This issue is not a systemic issue as it was resolved by system reboot and/or retaking another image. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, image acquisitions could not be transferred to the navigation system. It was reported that the exam had a nav tag on it and there was a green line of communication between the imaging system and the navigation system. It was reported that ten attempts were made to manually push the exam without resolution. It was reported that a second medtronic navigation system was brought into the operating room (or) and the exam could transfer following a second image acquisition. There was a reported delay to the procedure of forty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.